Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd luer-lok¿ 20-ml syringe leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: syringe presents leakage.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported while using bd luer-lok¿ 20-ml syringe leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: syringe presents leakage.